Event description:
S/p lhc and angioseal closure. Pt developed ooze at groin site and complained of back ache and lower quad abdominal pain. Blood pressure low, heart rate increased. 4 units of prbc's given. Pt developed retro peritoneal bleed.